Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor initially failed to pair with a replacement ilet pump, preventing completion of setup until the user distanced the old pump and reattempted pairing, after which the ilet began receiving glucose readings and setup was completed; this reflected an intermittent communication failure involving the antenna/electrical communication pathway between the ilet and the cgm. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and the cgm, consistent with intermittent communication failure and implicating the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.